Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer woke up with blood glucose level of 500 mg/dl. The customer's high blood glucose was treated with bolus. It was also customer reported past event that the insulin pump received no delivery alarm and alarm did not occur during manual prime. The customer was not able to troubleshoot at time of call. The insulin pump will be returned for analysis.